Event description:
The customer reported that the canopy has zipper damage to the right side panel that the teeth are missing. Also, that the canopy material is torn but the customer couldn't specify the location and size of the tears. There was no pt incident or injury that occurred.

Manufacturer narrative:
(B)(4). Zipper teeth missing. Eval: results: eval of the returned product found that the panel side a zipper slider body is open. The panel side a mattress envelope has 1 inch broken stitches by the teeth of the red zipper. There is no broken or missing zipper teeth. There is subsequent damage to the canopy that is not relevant to this issue. (B)(4).